Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) and lead were returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. Output was tested at the end of the returned lead and good, stable output was observed on all electrode pairs. There were no issues when pressing on the ins can. Telemetry was acceptable. Analysis of the lead model 3889-28 lot # va0j8g1 showed the conductors were broken at the proximal end of the lead. It was noted that #0 connector was broken at the connector sleeve (at the weld site). The outer insulation was separated at the butt joint. There was good stable output on all electrode pairs on circuits 1 through 3. There was intermittent output on all electrode pairs with circuit 0 only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep). It was indicated that the patient was implanted wi th a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they fell at work about a year ago when they had a seizure. The patient noted that the device had not worked in about a year and they were unsure if it was related to the fall. The patient stated that sometimes they felt a shocking sensation and noted that their urinary symptoms were no longer controlled as well as they once were. It was indicated that a healthcare professional (hcp) performed an impedance check in the office and about half of the readings were out of range. The rep noted that they also did an impedance check at the bedside and all the readings were within normal limits. X-rays were taken of the device, it was found that the implantable neurostimulator (ins) was not lying flat in the pocket, and the lead did not appear to be in the foramen. It was indicated that the device was explanted and replaced which resolved the issue. No further complications were reported or were expected.